Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the transmitter was experiencing an unknown problem. No additional event or patient information is available. Data was provided for analysis. Data analysis revealed that the transmitter experienced a fatal error on the incident date (B)(6) 2019. Confirmation of the complaint was confirmed. The probable cause was determined to be low transmitter battery.